Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. The cable failed visual inspection due to torn outer jacket along the length of the cable; causing exposed kevlar, wire jackets, and outer shield. During functional evaluation the cable passed all functional testing. The cable was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event., corrected data:

Event description:
It was reported that there were broken rd ge cables and questionable spo2 values. Returning 6 rd ge 4085 cables. Exposed wires at the sensor connection. No consequences or impact to patient.